Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, cartridge does not always fit properly and is too big to fit in well.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. A root cause cannot be made without physical evaluation of the complaint sample. Cartridge manufacturing is a validated operation, with specifications that are maintained and documented. No changes have been made for the manufacturing of cartridges. Supplier manufacturing records as well as their certificate of compliance verify the dimensional measurements are within specifications. File will be reopened if the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.11. The used company cartridge was not returned. Four unopened company cartridges were returned. The four returned unopened company cartridges were opened for evaluation and numbered 1-4. The four returned unopened company cartridges were microscopically examined with no damage or abnormalities observed. The four returned, unopened company cartridges were verified to meet dimensional specifications for the tip width. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The root cause for the reported tip issue could not be determined. The used company cartridge was not returned. A root cause cannot be determined without physical evaluation of the used sample. The four returned, unopened company cartridges for reported lot were evaluated with no issues found. It cannot be determined if the reported complaint sample may have been damaged as it was not returned. Associated products were not provided. It is unknow if qualified products were used. The IFU (instructions for use) instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Cartridge manufacturing is a validated operation, with specifications that are maintained and documented. No changes have been made for the manufacturing of cartridges. Supplier manufacturing records as well as their certificate of compliance verify the dimensional measurements are within specifications. File will be reopened if the new information is received. The manufacturer internal reference number is: (B)(4).